Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that they replaced motor controller board assy u11 was corrosion cause error 242.4030. A review of the device history record for sn (B)(4) was performed from 12/27/2013 to 8/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to customer damage of the motor control board for corrosion.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.